Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient received unspecified treatment for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. The cause of the event and hospitalization were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.